Event description:
It was reported: in 2001 dr. Did a total knee replacement on pt with the natural knee using an 11mm congruent insert (durasul). Patient had persistent swelling after recovery from surgery. Dr. Elected to revise the knee and explore for source of swelling. During the conduct of surgery, dr. Replaced the constraint durasul insert with an ultra congruent durasul 4 days later.